Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
The doctor reported that the hub of the nexiva device cracked during flushing after insertion.

Manufacturer narrative:
The complaint of a crack in the single port luer adapter was confirmed; however, the root cause could not be determined. One photograph was provided for investigation. The photo shows a crack in the single port luer adapter while a slip fit syringe was attached. The sample exhibited evidence of use. As the device had been opened and used, it could not be determined with certainty whether the damage originated during manufacturing or in the clinical setting. The observable features on the submitted photographs did not contain enough information to identify a specific root cause of the reported event. No other similar complaints were reported from the implicated lot. Complaints received for this device and reported condition will continue to be tracked and trended as part of ongoing efforts to identify potential manufacturing related issues. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No new information.